Event description:
Using b braun smart pump, ICU nurse programmed the pump for neosynephrine with correct rate and volume. Was at bedside with pt approx 15 min later and noticed bp changes. Immediately looked at the pump and saw it was free flowing the neosynephrine drip. Pump stopped and disconnected from pt. Pt recovered after free-flow noted. Appears to be a free flow, despite no alarms or warnings given to the nurse. Dose or amount: 10mg/250ml infusion. Diagnosis or reason for use: bp. Event abated after use stopped or dose reduced: yes.